Event description:
It was reported that the insulin pump had physical damage. Customer stated there was a crack seen on battery and reservoir compartment. No further information provided.

Manufacturer narrative:
Insulin pump received with minor scratched display window. Insulin pump received cracked case display window corner. Insulin pump received with broken battery tube threads. Insulin pump received with broken reservoir tube lip. Insulin pump received with cracked reservoir tube. Insulin pump received with cracked belt clip slot. Insulin pump received missing end cap sticker. Insulin pump received with cracked liquid crystal display window. Insulin pump received with cracked reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).